Manufacturer narrative:
The reported complaint of por related reset was confirmed. The reported complaint of emi was not confirmed. The device was received in backup mode of operation. Analysis of device image determined backup occurred due to power-on-reset, consistent with a hybrid anomaly. After reloading device firmware, functional testing was performed, including lead impedance, pacing and high voltage functionality, and no anomalies were noted. The backup operation could not be reproduced. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) went into inappropriate backup mode due to a power on reset issue and electromagnetic interference.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator was explanted and replaced. The patient had no adverse consequences due to the event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had gone into backup mode due to unspecified reason. Further information was not available.